Event description:
It was reported that the zimmer air dermatome cut deeper than expected and took chunk from pt. Additional info received from the hospital on 08/16/2010: the dermatome would not work at an initial pressure setting of 100. The pressure was turned up to 300 and the dermatome worked, but a very deep vertical cut was sustained by the pt. A suture repair of deformity was required, and only a small piece of original graft was useable requiring an additional graft to be harvested also.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.